Manufacturer narrative:
The service technician was not able to confirm the reported event of heat. The device was scrapped by the manufacturer.

Event description:
It was reported that during equipment testing by the customer at the user facility, the tps handpiece cord, got hot. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during equipment testing by the customer at the user facility, the tps handpiece cord, got hot. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.